Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the patient was hospitalized twice for diabetic ketoacidosis. The patient's recent hospital admission followed a no delivery alarm on the insulin pump. The patient's blood glucose at the time of admission exceeded 500 mg/dl. The patient had diabetic ketoacidosis. The no delivery alarm was not resolved or cleared. The customer's blood glucose meter was stolen as well. No products were returned or replaced at this point.